Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event with a recorded cgm value of 39 mg/dl. The user self-administered a glucagon inhaler and consumed approximately 85 grams of carbohydrates. Emergency medical services (ems) were called by the user and responded to the event. The event occurred following a nighttime snack and a cartridge and infusion set change the following morning.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs and cgm activity plot from 18-may-2025 confirmed that the ilet was operating as intended. Multiple alerts were appropriately triggered, including "glucose falling quickly," "low glucose," and "urgent low glucose." Insulin delivery was reduced or suspended during periods of hypoglycemia. No motor errors or malfunctions were identified. Based on available data, the ilet functioned as designed, and the cause of the event is indeterminate. Should additional information become available, a supplemental report shall be submitted.